Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hv lead impedance was observed on the competitor lead. The lead was changed however the impedance measurement did not improve. The ICD was explanted and replaced.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and high hv lead impedance was observed. X-ray inspection identified a broken case wire as the cause of the high hv lead impedance.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.